Event description:
Healthcare professional reported left capsular contracture baker grade I, "crease/folds", and "periprosthetic liquid". The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral rupture.

Event description:
Healthcare professional reported left capsular contracture baker grade I, "crease/folds", and "periprosthetic liquid". The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: device patch with lot number 3182154. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left capsular contracture baker grade I, "crease/folds", and "periprosthetic liquid". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.